Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Patient was implanted with nail and screw construct on unknown date. Patient returned to the or on (B)(6) 2012 for removal of the nail and one screw, due to hypertrophic non-union. During removal of the nail, the flexible shaft, which is part of the removal kit, broke at the weld. This caused two pieces to work independently of each other. It is reported that the bottom of the device did not turn when the top was portion was turned. Surgeon attempted other options of removing the distal portions of the broken nail but was unable to do so. The distal portion of the nail remains implanted in patients bone. Patient was plated around the nail. This is 2 of 3 reports for this event.